Event description:
It was reported that during implant device interrogation revealed loss of cardiac pacing on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing was not confirmed. Device was in normal range of operation on receipt. Electrical, mechanical, and longevity analysis was normal with no anomalies found.